Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the atrial lead exhibited loss of capture. While attempting to troubleshoot, a single episode of noise was noted. It was also noted that the lead had exhibited high impedance measurements since (B)(6) 2014. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
(B)(4).